Event description:
The device was used during a tfc fusion cage explantation. Reportedly, the cage was explanted from the pt because it retropulsed to contact thecal sac causing a dural tear. The dura was repaired. The hosp has reported the pt's condition is satisfactory.